Event description:
Reference number (B)(4). Event occurred in the unites states. It was reported that patient faced infusion set cannula crimped event on 02-jan-2025. The event occurred within three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 12 hours. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.